Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was at 400 mg/dl, before dropping to 40 mg/dl an hour later. Customer treated for low blood glucose with food and beverage. He had been hospitalized with a stomach virus on (B)(6), 2015 and his blood glucose reportedly kept dropping on (B)(6), 2015. Customer's mother changed the settings and was unsure if they were programmed correctly. At time of this report, customer's blood glucose was 120 mg/dl. Nothing further reported.